Event description:
It was reported that a guidewire separation occurred resulting in unretrievable device fragment left inside the patient.. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery(rca). A rotawire drive was advanced into the lesion. The 1.75 rotapro was tested outside the patient for 10 seconds with no issues and advanced through a microcatheter to the platform. The set speed was 190,000rpm. A discomfort was felt in the movement of the guidewire when checked. The guidewire separated prior to rotation. Approximately 1 cm of the guidewire tip remains in the small branch of the rca atrioventricular (av) nodes. The detached portion was not attempted to be retrieved due to the location being within the small branch of the rca. Another of the same device was used to complete the procedure. No patient complications.

Manufacturer narrative:
The returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the distal weld ball had been broken off. Inspection did not identify any further irregularities with the wire. Product analysis confirmed the reported event, as the distal weld ball was missing from the device.

Event description:
It was reported that a guidewire separation occurred resulting in unretrieved device fragment left inside the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery(rca). A rotawire drive was advanced into the lesion. The 1.75 rotapro was tested outside the patient for 10 seconds with no issues and advanced through a microcatheter to the platform. The set speed was 190,000rpm. A discomfort was felt in the movement of the guidewire when checked. The guidewire separated prior to rotation. Approximately 1 cm of the guidewire tip remains in the small branch of the rca atrioventricular (av) nodes. The detached portion was not attempted to be retrieved due to the location being within the small branch of the rca. Another of the same device was used to complete the procedure. No patient complications.